Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation: since the tubing set has expired, it would be considered an open system, therefore the fluid pathway is no longer considered functionally closed and my contain bacteria. The effect for a recipient transfused with from bacteria contaminated optia product could be life threatening sepsis or to a lesser extend bacterial infection. However, the risk would be lower for the donor than the recipient since any microorganisms would not have a chance to proliferate (at room temperature for the pmn product) as you would expect the healthy donor¿s immune system to be able to combat a potential infection. Correction: terumo bct therapeutics sales consultant reminded the customer of the importance to locate and verify the tubing set has not expired on the cover of the package. Root cause: the root cause was determined to be due to the customer inadvertently using an expired tubing set with a healthy donor to collect granulocytes for transplantation for a patient with severe neutropenia. There was no alleged machine malfunction.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Terumo bct internal record confirmed that this batch was sterilized on november 5th, 2018. Although terumo bct places a two-year expiry date on the disposable tubing sets, the actual validation both for functionality and for sterile barrier fluid pathway is based on a minimum of two years and two months. The incident occurred on (B)(6) 2021 which is considered outside the validated range. Use of expired product may result in bacteremia in the product recipient transfused from bacteria contaminated optia product. In addition, use of an expired kit may lead to leaks or other failures in teh procedure due to the deterioration of teh plastics. However, the customer did not report a set failure in this case. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that an idl optia set was used on the (B)(6) 2021 for granulocyte collection, however, the set expired in october 2020. Per the customer, the current patient status is healthy. Due to EU personal data protection laws, the donor ID is not available from the customer. The disposable set is not available for return because it was discarded by the customer.